Event description:
It was reported that during advancement of the 2.25 x 28 mm xience xpedition stent toward the lesion, resistance was encountered in the calcified left main. The stent subsequently dislodged during retraction after the failure to cross. A 3.5 x 28 mm xience xpedition stent was implanted to compress the dislodged stent into the left main vessel wall. No adverse patient sequela was reported. The final patient outcome was reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.